Manufacturer narrative:
(B)(4). The upper head harness of the subject iw934 infant warmer was not sent to fisher & paykel healthcare (f&p) (B)(4) for evaluation. Our analysis is accordingly based on our previous investigations on similar complaints and our knowledge of the product. The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloration was most likely due to poor electrical contact caused by the degradation of the harness connectors. This degradation is likely a result of swivelling of the warmer head. The subject infant warmer is over 11 years old and a reasonable level of wear and tear is expected. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The infant warmer technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Event description:
A hospital in (B)(6) reported that the upper head harness connector of an iw934 cosycot infant warmer was found to be discolored. There was no patient involvement.